Event description:
Boston scientific crm received information that when a magnet was placed on this implanted pacemaker, the magnet rate was 60 bpm. The heart rate before the magnet was applied was 80 bpm. No adverse patient effects were reported. A health care professional contacted boston scientific technical services for technical advice on this observation.

Manufacturer narrative:
A ts representative asked if the patient has another device implanted and if the magnet is being applied to that device. It was also discussed if the magnet was being placed appropriately or if the magnet was turned off. The health care professional stated that they would attempt it again and call back if the same magnet rate change was observed. No additional information is available. At this time, this device remains implanted and in service. If any additional information does become available, this report will be updated.

Manufacturer narrative:
Attempts to obtain information on this device have not been successful. At this time, our records indicate that this device remains implanted and in service. If any additional information does become available, this report will be updated.